Manufacturer narrative:
The device has been requested by baxter for eval, but has not yet been received. Should the pump be received for eval, a f/u report will be filed upon completion of the eval, or if add'l info becomes available.

Event description:
The customer reported an infusion pump that overinfused medication to quickly during a pt infusion. It was reported that a female pt was receiving 200mg of infliximab in 250ml of saline solution. The pt was to receive 250ml of the medication over a period of two hrs. The customer stated that the infusion was fine for the first hour, but that the rest of the infusion ran through within the next forty minutes. It was observed that the pt was using a mobile phone adjacent to the pump during this period and customer had wondered, if this could have accounted for the overinfusion. No pt injury was reported and the pt's condition is now fine. The customer stated they had run their own tests and could not replicate the problem. No add'l info was available.